Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm on the insulin pump during the prime/compromised force sensor system test at 4.0lbs due to a faulty force sensor resistor. The pump was received with a scratched lcd window, a cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 11.5 mmol/l. Customer was advised to disconnect from the pump. Customer stated that the pump was not dropped or bumped. Customer stated that the drive support cap appears normal and was not pushed on while the customer was connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.